Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events capsular contracture and seroma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "possible rupture/contracture", capsular contracture baker grade IV, "complex intracapsular peri-implant fluid"

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "complex intracapsular peri-implant fluid" via ultrasound and "possible rupture/contracture". Device has been explanted.

Manufacturer narrative:
Healthcare professional, later reported, "none found". Regarding the event of rupture. And further noted, "intact implants".

Event description:
Healthcare professional, later reported, "none found". Regarding the event of rupture. And further noted, "intact implants".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture-breast: unable to observe since it is not related to the device. Seroma-breast: unable to observe since it is not related to the device. As per the investigation procedure creases was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "complex intracapsular peri-implant fluid" via ultrasound and "possible rupture/contracture". Healthcare professional later reported "none found" regarding the event of rupture and further noted "intact implants." Device has been explanted.